Event description:
Fusarium keratitis os 1. Using renu moisture loc contact lens solution lot #gc 50 87 -6832101- 2. Contact lenses worn: acuview daily wear, lenses changed every two weeks, and worn for about 4-5 hours per day. 3. There was no extended wear use of the contact lenses. When cleaning the lenses, she described that she did rub the lenses with her fingers. 4. There is no history of previous trauma or infection.